Event description:
It was reported that the device was stuck on the wire. The target lesion was located in the mid right coronary artery. A stingray catheter re-entry device and hornet guidewire was selected for use. During the procedure, the device was advance over a non-bsc guidewire that was in the subintimal space. When the non-bsc guidewire was removed and inserted a hornet 14 for re-entry. However, the device was stuck on the wire. The device was removed together with the hornet device. The procedure was completed with another of same device. No patient complications were reported.